Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during follow up with a dislodged left ventricular lead. This was confirmed by the electrocardiogram (egm) readings and the threshold test. That lead was re-positioned on (B)(6) 2019. The patient was discharged.